Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent was retrieved with a snare device - medical intervention. Device issue: stent dislodgement. It was reported that the lesion was predilated with a balloon catheter and then the mini vision stent was advanced, but it would not cross the lesion. The physician thought that the mini vision would have no problem crossing the lesion and no pressure was applied upon the cross attempt. Upon removal, it appeared that the stent had moved on the balloon but it was still partially mounted, proximally. As the entire system was retracted from the patient, there was difficulty getting back through the sheath and the stent completely dislodged in the iliac artery. A snare device was used to pull the dislodged stent through the sheath. The patient is doing fine. No patient information will be available. No additional event or patient information is available.